Event description:
During a paroxysmal supraventricular tachycardia ablation procedure, air was aspirated from the three ports when the sheath was placed in the left thigh and negative pressure was applied. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. The physician confirmed that air was not moved into the patient.

Manufacturer narrative:
One 10f fast-cath introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.